Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: the image showed a broken luer fitting from a universal seal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with two universal seals. The first universal seal female connector had broken off, and the second universal seal there was a smoke extraction connection. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: because of the loss of pneumoperitoneum, the luers broke and the insufflation loss was reasonably fast and completely loss. There were no errors mentioned and the seal was replaced with a new one. There was a procedure delay greater than 30 minutes.